Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis. Broken screw and rods procedure: remove broken screw (tulip head only) and replace broken rods levels implanted: t2-iliac crest it was reported that on an unknown date, post-op, the rod broke inside the patient. Patient underwent a revision surgery for replacement of the rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.